Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found insulate contact between the device board and the flow-meter. The technician shortened the cable and reconnected it with the flow-meter and the device board. The water-flow was tested and a test run was performed. All tests were performed successfully.

Event description:
(B)(4). According to the customer: it was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).